Manufacturer narrative:
Device used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the part width and thickness were measured at the point of the break per (B)(4) and found to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an operation occurred on (B)(6) 2014. The plate in question was used for a distal clavicle fracture. The plate broke during bending. The operation was completed using another size plate without a problem. Since the plate was once bent excessively, the surgeon repeated bending a few times to adjust the curve. The surgeon needed to bend the lateral extension part of the plate, because the patient had an osteophyte. The surgeon recognized that metal fatigue caused by repeated reverse bending resulted in the breakage. It was reported that since a slit was found in the back side of the lateral part of the plate and the breakage started from the slit, the plate could not be bent up. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an additional evaluation was performed. It could not be determined exactly how this breakage of the plate occurred. The complained part was returned to the us manufacturing site for investigation/ analysis. Deep marks on top and bottom on each end of breakage section were detected. Part width and thickness were measured at the point of the break and found to be conforming. The plate was bent a few times, and the clearly visible marks of the bending tool on the top side of the plate we assume that repeating bending in multiple directions caused the breakage of this plate. A full review of our complaint data base was conducted and this is the only complaint of this nature from this article number and lot number. No product fault could be determined. Manufacturing nor design related failure could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a twenty minute delay in the procedure.